Event description:
Patient stated that when she used the generic(B)(6) brand 32g needles, she developed a blood clot in her abdomen and had to be hospitalized. The patient took the drug victoza with the needles.